Manufacturer narrative:
In the ca assigned number column. The returned s-ICD was analyzed, and a review of device memory found recorded a battery depletion alert after eri. The device case was removed to facilitate inspection of the internal components. Visual examination of the interior identified no anomalies. Detailed analysis identified an internal battery short that resulted in the observed depletion. Note that the sq-rx (model 1010) s-ICD is the only boston scientific device manufactured with a battery potentially susceptible to this particular issue. The sq-rx device is no longer manufactured; the current generation of s-icds contain a different battery (manufactured by boston scientific). This device was included in the november 2018 sq-rx model 1010 pg shortened replacement interval advisory population.

Event description:
It was reported that this device was explanted for normal battery depletion after over five years of implant time. The lab analysis found premature battery depletion due to a shorted battery. Another device was successfully implanted. There were no additional adverse patient effects.